Event description:
On 05/05/2006, complainant reported an eye infection she suspected to be associated with her use of bausch and lomb renu moisture loc contact lens solution. She wears bausch and lomb soflens brand 30 day disposable soft contact lenses, discards them per MFR's instruction and does not sleep with them in her eyes. The packaging for the right and left eye prescriptions both bore expiration dates of 2008. On 03/07/06, she began to experience eye irritation and redness. She discontinued wearing her contact lenses. By 03/13/06, the condition worsened to the point that she suspected she had developed pink eye. She added that her vision had become blurry, even when wearing her glasses. She visited her regular family dr on 03/13/06, who advised her to use allergy drops. After using them for a several days, she found no improvement. On 03/17/06, she saw her optometrist. He told her he was glad she had not waited any longer to see him, as she had an infection so severe, it could have resulted in retinal detachment. He diagnosed her with acute keratitis. He prescribed prednisolne ac 1% steriod drops for her pain, antibiotic drops (generic polytrim) for the keratitis and over-the-counter artificial tears to keep her eyes moist and promote healing. Complainant then saw dr three more times (03/20, 03/21, and 03/24/06). Because her condition had not improved to his satisfaction. Dr referred her to a specialist for more advanced care and testing. On 03/24/06 specialist performed several tests, including one for a dry eye condition, which she was found not to exhibit. Dr monitored her conditon from 03/28-04/06/06 and increased the frequency of prescription drops, then released her back to optometrist's care on 04/06/06. In the interim, conplainant learned of the FDA report regarding bausch and lomb renu moisture loc multi purpose solution. She had obtained a trial size bottle of this proudct from dr in 01/07/06, when she purchased her contact lenses from him. She said she used the product approx four times since obtaining it. Most recently, she used it just prior t0 03/07/06, when she ran out of the product she routinely uses. Because she exhibited all of the symptoms described in the FDA report, she suspected the product may have caused her to develop fungal keratitis. She contacted dr with this concern and advised him to remove the product from his stock, which he told her he did. Dr told her he would research the issue and get back to her. On 04/25/06, he called her and said, "I really just think you have dry eyes." He said she needed tear duct plugs to retain the moisture/tears in her eye. He prescribed a different steroid drop for pain, as the first steroid drop could cause complications with prolonged use. She asked dr what the difference was between acute keratitis and fungal keratitis, and he told her he did not know. She said dr sounded fearful during the conversation, as if he were afraid the moisture loc proudct he gave her in 01/06 caused her keratitis. She contacted specialist again to ask if she had fungal keratitis and was advised that testing performed under a microscope determined her keratitis was not fungal. The dr did not indicate to her whether ker keratitis was microbial in nature. She still suspected the moisture loc product may have caused her condition and wished to pursue an offical complaint. Complianant added, after dr confirmed the diagnosis of acute keratitis, she said, "so, there's no reason to contact the FDA."